Manufacturer narrative:
(B)(4). The device was not returned; having the device available for analysis may have aided in a more definitive determination of cause. Reportedly, the device achieved hemostasis. No device malfunction was reported. Hematoma is a known event as listed in the proglide instructions for use. Inspections are in place and lot acceptance testing is done during manufacturing verifying lot build quality. Based on the reported information and the inspection criteria a definitive cause for the hematoma could not be determined. There is no indication of a product quality deficiency. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, the device was deployed and hemostasis was achieved. Later, in the evening of the procedure, a hematoma was found. Ten to fifteen minutes of manual compression was applied to treat the hematoma. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. Additional information was not provided.